Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel this report 2248146-2026-0000860 in your database.

Event description:
(B)(6) rn called into the emergency support program line to request support for review of an auto r wave deflate notification on the cardiosave during use. When asked whether any additional alarms had been present recently (B)(6) stated that a gas loss alarm and an augmentation below set limit alarm had also occurred. She requested review of possible reasons for all alarms. (B)(6) stated she had verified no blood in the helium tubing and that all connections were secure. She stated that the patient was intubated and on a peep of 10 on multiple medication drips and that the pump was currently providing therapy. Esp personnel reviewed possible clinical scenarios that could cause the alarms and walked her through use of the iab fill and start keys to restart therapy should a gas loss alarm occur again. Upon completion of the review and troubleshooting an unable to update timing alarm sounded. (B)(6) stated the patient had a fiber optic catheter in place and that it was being transduced. She stated the fo ap was the current source of arterial pressure on the cardiosave. Esp personnel instructed her to recalibrate the fiber optic sensor however, this did not improve ap quality. Esp personnel had (B)(6) take pictures of the cardiosave and send them for review of therapy timing and all waveforms. After reviewing the images esp personnel instructed her to aspirate and flush the inner lumen with the pump on standby for 15 seconds. After flushing the inner lumen the ap waveform became clearer and more distinct resolving the unable to update timing message. Esp personnel reminded (B)(6) to perform frequent flushing of the inner lumen per hospital protocol and to ensure an x ray is reviewed for proper placement of the iab. Esp personnel also reinforced that she should always ensure there is no blood or discoloration in the helium extender tubing prior to resuming therapy. (B)(6) thanked esp personnel for the assistance and provided complaint information.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).